Event description:
Customer reported they placed a percutaneous endoscopic gastrostomy in the pt. When they changed to a new percutaneous endoscopic gastrostomy, the retention hole of the retained percutaneous endoscopic gastrostomy was stuck out by an obturator. So they gave up the method of using the obturator. They cut and pulled out the percutaneous endoscopic gastrostomy from the esophagus by using a scope. The esophagus was injured by the internal retention. They then chose a gastrostomy tube for placement in the pt's stoma.